Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, the device's blower motor was observed to be seized. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that the blower motor had been replaced. Additional information was received from the third party service center stating that during evalutaion an issue related to the sensor board was observed. The device's sensor board was replaced to address the problem.